Event description:
It was reported that frequent atrial high rate episodes had been observed due to oversensing of noise on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Products: 5054-52 lead implanted 2010 (B)(6). (B)(4).